Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assy. The pump was unable to confirm sensor error, motor error alarm due to keypad anomaly. The pump was received with corroded motor home switch and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 473 mg/dl. The customer treated with manual injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was unsure. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.